Event description:
Caller reported a malfunction on the pump with no notable events prior to it and a malfunction code of malf 12, which was cleared by a successful pump reset conducted by technical support. There was no adverse impact to the customer's blood glucose level. Customer had experienced the same issue multiple times and technical support decided to replace the pump. The customer was advised to continue using the pump.